Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 485 mg/dl (mobile system 1) and 185 mg/dl (mobile system 2). The same strip cassette with the same lot number was used on both meters. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.